Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was exhibiting "no disposable, pump won't run." Per reporter residual volume was: 81.4 ml, rate 2.1 ml and 13.20 ml was given. No additional information is available at this time. No adverse patient effects were reported.